Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a thoracic aortic dissection. It was reported that during the index procedure, to place the vamc3232c100tj distally, a flush was attempted from the side port foll owing the instructions for use. The device appeared normal prior to use. Despite performing a 20cc flush twice, water did not emerge from the tip, but leaked from beside the side port due to pressure. Further flushing yielded no change, leading to the decision to slightly lower the graft cover to create a gap. Upon rotating the slider, resistance was encountered it lowered by approximately 3 cm, but the graft cover did not move, causing a sense of discomfort. . When the physician applied force in a direction to separate the tip and graft cover, a cracking sound was heard, and the graft cover suddenly lowered to a position where 8 markers were visible and the device was deployed without further issue. The flush was then performed successfully, and the graft cover was advanced back to the tip, allowing for its use without issue. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Update to coding;h2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.